Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer did not receive a "start new sensor" prompt after sensor insertion and was also experiencing high blood glucose. The customer reported blood glucose value of 554 mg/dl, and the hyperglycemic event was treatment was not mentioned. The event involved product(s) mmt-7040ma, unomedical, unknown reservoir, mmt-1884l, mmt-7841zn. The pump and transmitter were compatible, in warranty, and properly connected, but the pump was not communicating with the transmitter until after troubleshooting steps were followed. The transmitter led blinked after charging, and after deleting and re-pairing the transmitter, communication was reestablished and the system started the warm-up period. The patient declined further troubleshooting for the high blood glucose event. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No product replacement or return was required. No further patient complications were reported. Mmt-7040ma, unomedical, unknown reservoir, mmt-1884l, mmt-7841zn was not expected to return.